Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a faulty reservoir. The customer stated that there might have been possible leakage in the reservoir compartment. The customer stated that she can smell insulin in the reservoir. The customer was advised to disconnect from the pump. The customer was advised to start with a new set and reservoir to ensure that the tubing connector and reservoir top are dry. The customer was advised with the best care practices for cleaning.